Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump screen is frozen and has fog on the lcd screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer will call back later as mother is unable to troubleshoot. No further details given.